Manufacturer narrative:
Patient requested device explant as she did not feel the therapy was working for her. No anomalies found in explanted devices upon analysis.

Event description:
Device explanted. Patient did not believe therapy was working for her. No more details at this time. I have spoken with the physician and asked them to have the facility hold on to the generator and leads to send back for analysis.